Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. And upon removal of the device from tissue, the jaws would not able to open, the surgeon able to removed the device using a little force and the black release buttons were able to be pulled back. The surgeon then used another device in order to complete the case. There was no patient injury.